Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including chronic kidney disease, diabetes mellitus, hypertension, atrial fibrillation, pulmonary disease, coronary artery disease, and previous myocardial infarction, stroke, percutaneous coronary intervention and pacemaker. Complications reported included perivalvular leak, stroke, arrhythmia, surgical intervention (permanent pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: evolving early outcomes after transcatheter aortic valve replacement in asian patients: temporal trends from the ocean-tavi registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "evolving early outcomes after transcatheter aortic valve replacement in asian patients: temporal trends from the ocean-tavi registry", was reviewed. This research article is a prospective multicenter experience to evaluate the temporal trends in short-term outcomes after transcatheter aortic valve replacement (tavr). The devices included in the study were sapien xt, sapien 3, sapien 3 ultra resilia, corevalve, evolut r, evolut pro, evolut pro+, evolut fx, and navitor. The article concluded that early morality after tavr remained consistently low over the past decade. While device-related complication such a pacemaker implant and perivalvular leak improved substantially, periprocedural stroke remained as a key unmet clinical challenge. [The primary and corresponding author was hirofumi hioki, department of cardiology, ims tokyo katsushika general hospital 4-18-1 nishi-shinkoiwa, katsushika-ku, tokyo 124-0025, japan, with corresponding e-mail: hioki.teikyo@gmail.com.]. This study included patients who underwent tavr from 01 october 2013 to 31 december 2023. A total of 14,832 patients were included in the study, of which 3.9% (584) received an abbott device. The median age was 85 years. The majority gender was female. Comorbidities included chronic kidney disease, diabetes mellitus, hypertension, atrial fibrillation, pulmonary disease, coronary artery disease, and previous myocardial infarction, stroke, percutaneous coronary intervention and pacemaker.